Event description:
It was reported that the programmer had a broken interior compartment door. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that there was a broken right keyboard hinge, a loose electrocardiogram connector on the link electronic module (lem) board, the printer drawer paper guide was broken and that keyboard keys were damaged. All were replaced and the lem board was also calibrated. (B)(4).